Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned and analysis unknown/not analyzed. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model. Approximately one year after the second attorney allegation, information was received from a third attorney alleging the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Event description:
Information was received from a competitor that the patient received shocks from the right ventricular lead. Additional information was received from an attorney alleging the patient received repeated shocks from the fractured lead. Patient presented to the emergency room and was informed the lead fractured and received shocks as a result of the lead failure. The lead was capped and replaced. Approximately one year after the first attorney allegation, a second attorney was alleging the patient "suffered physical and other injury as a result of the recalled lead" and "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective" lead. Patient has "sustained and will continue to sustain severe physical injuries and/or death".